Manufacturer narrative:
Based on device settings, the device was below the expected longevity. No high current drain sources were found during testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.

Event description:
It was reported that patient presented for routine follow-up and the device could not be interrogated. Attempts to communicate with the device were unsuccessful. Patient decided not to replace device due to multiple myeloma. The device was removed after the patient expired. The physician stated cause of death was multiple myeloma and not device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.